Event description:
It was reported to philips that the battery (19122-0203-p) was completely dead and all attempts to charge the battery in the cadex and mrx device were unsuccessful. There was no patient involvement.